Event description:
The account alleges that the device has unintentional movement of the knee function, when the head function is activated.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging a battery indicator on her one touch ultra 2 meter. She claimed that she would replace the battery and issue still persisted. The patient mentioned that the alleged issue began approximately 3 weeks ago at around 10:00am. Due to the reported issue the patient skipped her dosage or stopped her medication. At an unspecified time later, the patient exhibited frequent urination and also developed excessive thirst. The patient did not seek any medical attention or contact her physician for assistance. This was not the first time the product was being used. The patient denied any misuse of the product. The battery did not need to be replaced. The issue was not resolved and the meter was replaced. The complaint is being reported since the patient alleged that due to battery issue, she skipped/stopped her medication and later developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.